Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device exhibited premature battery depletion (pbd). Data analysis showed that the device hardware is not detecting the loss of battery energy and due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. In addition, the daily battery voltage measurement data the daily device power fluctuations appear random, intermittent. This device was explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of message - error code 1003 and premature discharge of battery. The device case was opened, and visual inspection revealed no irregularities. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Further, cause not established was selected based on analysis evidence indicating the device experienced premature battery depletion. However, the cause could not be determined as hybrid operation was normal and no cause was confirmed during battery cell analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device exhibited premature battery depletion (pbd). Data analysis showed that the device hardware is not detecting the loss of battery energy and due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. In addition, the daily battery voltage measurement data the daily device power fluctuations appear random, intermittent. This device was explanted and replaced. The device will be returned for analysis. No additional adverse patient effects were reported.